Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6)2017 that the hcp was working on a legal case for a patient that had a pump implanted who sat down on a chair that was three inches too short and as a result the patient was claiming they had catheter and anchor issues when the pump was replaced two years later. It was noted that the hcp was asked to review this case from an outsider/expert perspective. It was stated that the hcp would not share any patient name or details as it was an active litigation and they could not share that information. No further complications were reported or anticipated.